Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: device history reviewed: 1 unrelated non conformance on this batch. Micro and sterility tests passed. Review of the device history records did not reveal any related deviations or anomalies. The investigation could not draw any conclusions about the root cause of the reported event, however, if moisture has affected the cement powder, especially gentamicin-loaded cement, this can cause agglomeration of the powder in the pack and affect the mix characteristics of the cement.

Manufacturer narrative:
Product complaint # (B)(4). Reports under mrn 1818910-2019-93920 are being retracted because it is a duplication mrn 1818910-2021-08395. Any further follow up reports will be reported under 1818910-2021-08395. Retraction of reports under mrn 1818910-2019-93920.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # ==> (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot ==> null. Device history batch ==> null. Device history review ==> null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address loosening of the tibial component at cement to implant interface. Depuy cement was used. It was also reported that bilateral knee revision was done due to both tibia were debonding from cement. Doi: (B)(6) 2015; dor: (B)(6) 2019, right knee.